Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not fully power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during biomed testing, the device failed self test for keypad function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation results: the customer's report was duplicated at zoll medical corporation and attributed to the front enclosure. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are not considered to meet our requirements for submission of a medwatch report.